Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method/results/conclusion - device has not been returned by customer.

Event description:
This incident occurred in (B)(6). Report was received of an allergic reaction in a patient after a prosthetic treatment with palapress. The practitioner did not give detailed information concerning the symptoms. Only the information was provided that an allergic reaction occurred. In the meantime, the patient received another prosthesis. I could not get the patient's name, staff suggested that her boss would not allow to give this information. Because of the anonymity no patient number was given. Contact person at the dental surgery is (B)(6). This is reportable according to 21 cfr 803. There is an allegation of serious injury as defined in part 803.3. The patient involved is investigating a potential allergic reaction. No accusation or proof has been given that this device caused or contributed to the patients symptoms. Out of an abundance of caution we will report this incident. Report to FDA due to product being substantially equivalent to product available for purchase in north america.